Event description:
Consumer went to urgent care where they did a pelvic exam and removed the rest of the tampon with instruments. [Device breakage] . Removed her tampon which was super absorbency and the string was intact, only part of the tampon came out [foreign body in reproductive tract] . Case narrative: on (B)(6) 2022, a spontaneous report was received from a consumer regarding a 21-year-old female who was using playtex sport plastic (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unreported date in 2014 (reported as for 8 years relative to (B)(6) 2022), the consumer started use with playtex sport plastic. On (B)(6) 2022, after starting use of playtex sport plastic, the consumer, when removing the tampon after 4 hours, saw that half of the tampon was missing with the string still intact. She went to urgent care where a pelvic exam was done, and the rest of the tampon was removed with instruments. No otc (over-the-counter) medications or other medications were prescribed nor did she have any follow-up visits. She was extremely disappointed as a user for playtex sport plastic of 8 years. As of (B)(6) 2022, the status of playtex sport plastic tampons use was not reported. No additional information was provided.

Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis and product risk documentation. No trend was identified during trend analysis. No manufacturers lot code was provided. With no means to ascertain the manufacturer/asset line and day of production, no further device history record investigation can be performed at this time. The investigation revealed no issues requiring corrective action with the product manufactured.